Event description:
The customer reported that they received a centrifuge failure alarm. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
The customer did not provide the patient ID.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was reviewed for this event. The rdf review confirmed the reported alarm. The service technician was unable to duplicate the reported condition. Potential causes of the alarm include an incorrectly loaded tubing set, a defective centrifuge motor encoder or centrifuge motor controller, a defective hall effect sensor and a defective control stack. No additional reports have been received for this device related to the reported condition. Root cause: undetermined, but the suspected issue is with the centrifuge motor controller. Corrective action: the run data files were reviewed by terumo bct global technical support and the recommendation was made to replace the centrifuge motor controller.